Event description:
A report was received that the patient was having difficulty charging her implant. The patient was recently implanted and there was swelling at the ipg site. X-ray taken showed that the ipg had flipped in the pocket. The patient underwent a revision procedure and the physician repositioned the ipg. The patient is able to charge without any issues.

Event description:
A report was received that the patient was having difficulty charging her implant. The patient was recently implanted and there was swelling at the ipg site. X-ray taken showed that the ipg had flipped in the pocket. The patient underwent a revision procedure and the physician repositioned the ipg. The patient is able to charge without any issues.